Event description:
It was reported that the pt underwent a laparoscopic, primary incisional/ventral hernia repair procedure in 2008. Post-operatively the following month, the pt was diagnosed with cellulitis of the abdominal wall. As a result, the pt was treated with IV antibiotics for four days and then oral antibiotics for 14 days. The pt was placed on oral clarithromycin 450mg every six hours and levofloxacin 500mg once daily for two weeks. Pt is reported as doing well. The doctor has indicated that the event is definitely procedure related.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008, infection occurred - conclusions - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.